Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 04-sep-2023. The most recent information was received on 13-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no: 20217136) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2013, she experienced pelvic pain (seriousness criterion intervention required), asthenia ("very severe permanent asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), headache ("headaches"), insomnia ("insomnia"), memory impairment ("memory disturbances"), adenomyosis ("uterine adenomyosis") and metal poisoning ("metal poisoning: iron and manganese") and was found to have uterine leiomyoma ("fibromyomas"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy with bilateral adnexectomy for essure). At the time of the report, the asthenia and arthralgia had not resolved. The outcomes for pelvic pain, myalgia, tendonitis, headache, insomnia, memory impairment, adenomyosis, uterine leiomyoma and metal poisoning were unknown. No causality assessment was received for essure with regard to asthenia, arthralgia, myalgia, tendonitis, headache, insomnia, memory impairment, adenomyosis, uterine leiomyoma, pelvic pain or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Blood iron] on (B)(6) 2023: 295.60000. [Blood mercury] on (B)(6) 2023: 0.1819. [Manganese] on (B)(6) 2023: 4.0742. [Pathology test] (date unknown): this total hysterectomy is provided intact and weighs 155 grams and measures 117×70×40 mm. The cervix measures 35 mm in diameter and is 38 mm high. The endometrium is 8 mm thick. A submucosal myoma measuring 17 mm at its longest diameter is found. The right appendage is a tube measuring 76 mm long by 7 mm in diameter, with an ovary measuring 50×30×20 and contains 1 simple cyst measuring 26 mm that contains citrine. The left appendage is a tube measuring 75 mm long by 7 mm in diameter with 2 paratubal cysts measuring 7 mm at the longest diameter. The left ovary measures 37×12×8 mm. The presence of essure is visible in each tube. Conclusion: uterine adenomyosis with fibromyomas functional follicular/lutein cyst of the right ovary and left para tubal cysts. No histological sign of malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. 20217136) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 08-feb-2010, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion intervention required), asthenia ("very severe permanent asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), headache ("headaches"), insomnia ("insomnia"), memory impairment ("memory disturbances"), adenomyosis ("uterine adenomyosis") and metal poisoning ("metal poisoning: iron and manganese") and was found to have uterine leiomyoma ("fibromyomas"). Essure was removed on 12-jun-2023. The patient was treated with surgery (total hysterectomy with bilateral adnexectomy for essure). At the time of the report, the asthenia and arthralgia had not resolved. The outcomes for pelvic pain, myalgia, tendonitis, headache, insomnia, memory impairment, adenomyosis, uterine leiomyoma and metal poisoning were unknown. No causality assessment was received for essure with regard to asthenia, arthralgia, myalgia, tendonitis, headache, insomnia, memory impairment, adenomyosis, uterine leiomyoma, pelvic pain or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. [Blood iron] on (B)(6) 2023: 295.60000. [Blood mercury] on (B)(6) 2023: 0.1819. [Manganese] on (B)(6) 2023: 4.0742. [Pathology test] (date unknown): this total hysterectomy is provided intact and weighs 155 grams and measures 117×70×40 mm. The cervix measures 35 mm in diameter and is 38 mm high. The endometrium is 8 mm thick. A submucosal myoma measuring 17 mm at its longest diameter is found. The right appendage is a tube measuring 76 mm long by 7 mm in diameter, with an ovary measuring 50×30×20 and contains 1 simple cyst measuring 26 mm that contains citrine. The left appendage is a tube measuring 75 mm long by 7 mm in diameter with 2 paratubal cysts measuring 7 mm at the longest diameter. The left ovary measures 37×12×8 mm. The presence of essure is visible in each tube. Conclusion: uterine adenomyosis with fibromyomas. Functional follicular/lutein cyst of the right ovary and left para tubal cysts. No histological sign of malignancy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.